Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix (device #1). Additional emdrs were submitted to represent the bard/davol composix (device #2), the bard flat mesh (device #3), bard/davol composix e/x (device #4), the bard/davol composix kugel (device #5) and the bard/davol marlex (bard flat mesh) (device #6). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix mesh (x2) on (B)(6) 2001 (x2) and bard mesh (bard flat mesh), composix e/x, composix kugel hernia patch, marlex (bard flat mesh) on (B)(6) 1999 and/or (B)(6) 1999 and/or (B)(6) 2005 and/or (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.